Event description:
It was reported that the user experienced signal loss between the dexcom g7 cgm and the ilet while the dexcom mobile app continued displaying glucose readings, and the user successfully re-initiated sensor pairing after guidance to toggle settings, restart, and re-enter the pairing code. Symptoms included no adverse clinical effects and no changes to blood glucose control. Outcomes included no medical intervention, no hospitalization, and continued cgm function via the dexcom app while reconnection to the ilet was pending. Investigation included user-guided troubleshooting and education to address connectivity and pairing. Investigation of this case revealed a communication interruption between the cgm and the ilet without evidence of device hardware failure, consistent with transient bluetooth connectivity or pairing disruption. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication issues related to pairing and connectivity.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.